Event description:
It was reported that this right ventricular (rv) lead has been showing over sensed noisy signals due to non physiologic signal. According to boston scientific technical services (ts) the noisy signals looked mechanical with potential fracture or inside out abrasion. The pacemaker model does not have spring contact, therefore the device was discarded as being involved. This rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).